Event description:
First harmonic handpiece never passed the initial instrument identification test; the power cord and generator were replaced before a handpiece was opened, second one worked for 2 uses and then said "replace handpiece". Third one could not even load to the identification instrument screen. The 4th handpiece worked for 5 or so uses and then was rested and when needed again the screen showed "replace handpiece". FDA safety report ID# (B)(4).